Manufacturer narrative:
Corrected information: MFR site. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in MFR site. The correct MFR number is 9680001.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received; however, one image was returned for analysis. The image appeared to display the distal tips of two catheters protruding from a mapped heart. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information received indicated the patient expired approximately (B)(6) 2019. The cause of death was cardiorespiratory arrest, running brain death from left ventricular perforation.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a cardiac ablation procedure of the left ventricle, a pericardial effusion occurred. During the procedure, high contact forces were noted in the left ventricle and the region between the aorta and the left ventricle. A pericardiocentesis was performed and the patient was transferred to uci with ventilatory support.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The device met specifications for electrical testing, temperature testing, leak testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, a simulated ablation test was conducted with no anomalies noted. Information from the field indicates force measurements during the procedure that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of death was cardiorespiratory arrest, running brain death from left ventricular perforation.